Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered pacemaker mediated tachycardia (pmt), the device also experienced right atrial (ra) lead oversensing. The device remains in service. No adverse patient effects were reported.